Manufacturer narrative:
The device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, induction commands were sent from the tablet programmer to the device, but there was no response from the patient. A technical services consultant reviewed the log files and confirmed three induction episodes were stored where twice the commands were received by the device but no energy was delivered. There was one successful induction. An engineering review determine there were no telemetry errors stored but it was suspected that due to poor telemetry, either the device did not receive the induction command from the programmer or the programmer did not receive the response from the device. No adverse patient effects were reported.